Manufacturer narrative:
Addendum to the initial report. Based on the patient's legal fact sheet the patient underwent a revision procedure approximately five years post implant. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on information provided in the patient's legal fact sheet: (B)(6) 2008 - the patient was implanted with a bard/davol flat mesh for treatment of pelvic organ prolapse. (B)(6) 2013 - the patient underwent an unspecified revision procedure for pelvic organ prolapse and adhesions.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient was implanted with a bard/davol flat mesh during an abdominal sacrolpopexy procedure for the treatment of vaginal vault prolapse. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's sticker page only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.